Event description:
It was reported that while the surgeon was placing the screw in the implant, the screw fractured. The surgeon was unable to remove all of the screw from the patient. The patient retained the foreign body and there is no plan to remove the foreign body from the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no radiopaque foreign body seen on this study. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was placing the implant in the implant it fractured. A piece of the implant remained in the patient. Multiple attempts have been made to obtain additional information, but no additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 65813126. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.